Event description:
Event description guidant received information that this pacemaker when programmed to increase the lower rate limit to 90 bpm from 80 bpm, would increase but not to 90 bpm. The field clinical representative called technical services for assistance. The patient is pacemaker dependent, and paced 100%, except for a few ectopic beats. The device was programmed to vvir, it was changed to vvi.